Event description:
Puritan bennett 840 ventilator began to alarm, "safety valve open". Nurse heard the alarm, and began to ventilate the patient via ambu bag. Respiratory therapist was notified, and subsequently exchanged the ventilator. No adverse reactions noted.